Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the implantable pulse generator (ipg) experienced early battery depletion. The ipg was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.